Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort, sensation of their implantable pulse generator (ipg), feeling that their ipg had moved and not functioning. The ipg remains in use. No patient complications have been reported as a result of this event.